Manufacturer narrative:
The initial reported event of a defective lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead delivered inappropriate shocks for noise and sensing integrity counters (sic). The lead was capped and replaced. No further patient complications have been reported as a result of this event.